Event description:
It was reported that the device was used during an unk procedure. It was reported by the affiliate that the staple line was incomplete (20%). It was reported that the surgeon used sutures to complete the procedure. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: b/a washer present/condition, present/cut; damaged anvil / anvil shroud, no; damaged guide face, no; damaged knife, no; damaged staple pockets, no; damaged trocar, no; missing parts, no; staples present/location, no and tissue present/describe, no. Functional tests & results: 1st fire-setting/form/heights, high b/good; 1st fire-washer cut, good; indicator response, good; safety release, good and trocar / anvil fit, good. Analysis conclusion: based on the info received and the visual and functional results, no conlcusion could be reached as to what may have caused the reported incident. The instrument was received in good condition. The instrument was reloaded and fired. It fired and formed all the staples as designed with no difficulties noted. There were no anomaleies noted with the formation of the staples. Additionally, the batch history records were investigated with no anomalies noted for missing staples. It shoud be noted that each instrument is 100% inspected for staple presence prior to shipment. Mfg and engineering have been notified of the reported incident.